Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to a follow up in clinic with an atrial lead exhibiting lead noise. Physician noted that there was noise noted while performing isometrics upon lifting the arm. Physician opted to monitor the integrity of lead as opposed to revising the lead. Patient was stable and will continue to be monitored.